Event description:
Clinical study. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with angina pectoris. The index procedure treated the 85% stenosed 3.3x26mm target lesion located in the proximal circumflex artery. Treatment consisted of pre-dilation and the placement of a 3.0x32mm taxus liberte study stent resulting in 5% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In 2009, the patient presented with unstable angina pectoris and was hospitalized. The patient was discharged the next day with no residual effects. At approx 7 months later, the patient underwent angiography without revascularization. Additional information has been requested.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.